Event description:
It was reported that the physician has observed diminishing r-waves in "other" revo systems. Follow-up to identify specific systems was not successful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.